Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and self-test. No unexpected insulin pump error anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with minor scratched liquid crystal display window and cracked reservoir tube lip. The test p-cap, reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that the insulin pump was able to clear the alarm. The insulin pump received request to rewind and able to complete the rewind. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.